Event description:
The hcp reported that the patient experienced baclofen withdrawal. The reporter indicated that the patient had noted an alarm prior to 12/25/05. The refill date was apparently missed, but the details regarding this are unclear, the pump was refilled the next day. The patient was experiencing "signs of underdose, itching, increase in spasticity prior to refill, however, symptoms progressively worsened. Continued spasticity and patient now has temperature of 101 degrees." The patient was taken to the emergency room and he was subsequently admitted to the intensive care unit where he remained until transfer to a step-down unit the next day. He remains hospitalized in what is believed to be a rehabilitation unit.